Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: there was a dislocation of the pin of the titanium sternal fixation system. It is not known if the pin dislocated intraoperatively or post operatively. No further info was available.

Manufacturer narrative:
Device used for treatment, not diagnosis. Review of the raw material and product dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.